Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 673 mg/dl. Prior to the event, the customer was at home and was not feeling well. Troubleshooting was performed. Found a no delivery alarm in the alarm history. The insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Found that the customer had not changed the infusion set to resolve the issue. The infusion set was removed, and the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.